Event description:
The customer called technical support (ts) reporting that the device is getting high temperature blower error code 1122 message. The customer reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
The removed blower assembly was returned to the failure investigation lab (fi). A visual inspection of the blower assembly revealed no evidence of damage or contamination. The fi technician installed blower assembly into a fi ventilator to duplicate the reported issue. The blower assembly test failed. Bad temperature sensor lm20 generated the e/c 1122 blower temperature high. The removed motor controller (mc) pcba was also returned to the failure investigation lab (fi). A visual inspection of the motor controller (mc) pcba revealed no evidence of damage or contamination. The fi technician installed motor controller (mc) pcba into a fi ventilator to duplicate the reported issue. The motor controller (mc) pcba passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the returned motor controller (mc) pcba.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to perform run in to try and duplicate the complaint, verify if the unit has an hft option and if it was in use at the time of the incident or if anything was obstructing the air vents, verify cooling fan is working and if a connection is intermittent or if any filters are dirty, replace blower again if needed and replace mc pcb as a precaution. The rse dispatched a field service engineer (fse) to the site for repair. The fse evaluated the device and determined that the blower was overheating. The fse replaced the blower and mc pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards.